Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had replaced the sample probe and cleaned the sample drain prior to repeating the patient sample and obtaining the second discordant result on the sample. The customer had also retested a sample from a different patient, which resulted as expected. After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist discovered that the customer was not centrifuging patient samples according to the tube manufacturer specifications, and instructed the customer about proper sample handling. The cause of the discordant, falsely elevated results on one patient sample is unknown. The cause of patient samples being centrifuged outside of the tube manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on a dimension rxl max with hm instrument. The initial discordant result was reported to the physician(s), who questioned the result. The sample was rerun on an alternate instrument and resulted lower. The rerun result was reported to the physician(s). The customer then performed troubleshooting on the dimension rxl max instrument, then reran the sample. The sample resulted higher than the initial discordant result. It is unknown if the second discordant result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.